Manufacturer narrative:
The device involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated, a suprarenal and two limb stent grafts. Reportedly on routine follow-up, CT scan revealed an endoleak type iiia. On (B)(6) /2015, the physician elected to implant two vela infrarenal and a bifurcated stent graft to correct the endoleak. It was reported the patient is stable.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak was confirmed. Based upon the investigation, the root cause of a design or manufacturing issue was inconclusive. No device analysis could be made because the devices remain in the patient. The clinical review identified the following factors that may have been contributors to the event: the bilateral iliac artery aneurysms greater than 2.3 cm in diameter; and, the cuff was two sizes larger in diameter than the main body; significant stenosis at the left common iliac artery junction resulting in a 6 mm blood lumen; the moderate to severe calcifications at the bifurcation and bilateral iliac arteries; and, the near 90 ° posterior angulation of the left common iliac artery.